Manufacturer narrative:
The customer declined service and repair. Device evaluation data is not available.

Event description:
It was reported to philips that the device has "bad contact with electrode plate base." There was no patient involvement.